Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 12-jan-2018 a field service engineer (fse) trained the customer on viewing past patient results and opening database files. The customer was advised of password maxia to be able to access .mdb files. No further action was required by the fse. The aia-2000 instrument was performing within specifications. On 17-jan-2018 the customer reported that after accessing patient results from saved patient data back to 27-nov-2017, five (5) erroneous patient results were confirmed to have been reported out of the lab; 2 psa, 2 tsh, and 1 vitamin d. The aia-2000 instrument was first used to generate patient results on (B)(6) 2017; this instrument was installed at the account on (B)(6) 2017. The customer confirmed reporting the errors to the ordering physicians and results have been corrected. The customer confirmed that no treatment plans for affected patient results were changed. All settings in the test files have been checked and corrected. The aia-2000 instrument, serial (B)(4), was installed at the customer's account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under 2: system configuration and functionality states the following: 2.2.1 file configuration the aia-2000 system program is stored in the c:\maxia folder on the c: drive of the controller pc. The c:\maxia folder consists of the following directory structure. (1) c:\ maxia \ documents \ location of electronic documentation (in pdf format). (2) c:\ maxia \ log \ contains log files to which system operation information is automatically saved. These log files will be compressed at system close and saved in the folder c:\maxia\log\backup\ as the file "date.lzh", which represents the date when the system was closed. (3) c:\ maxia \ mainte \ contains system maintenance program files. (4) c:\ maxia \ resource \ contains system character and image resources. (5) c:\ maxia \ system \ contains the database required for system operation and various related database files. (6) c:\ maxia \ settings \ contains system startup parameter files. Rs-232c remote host computer controller pc aia-2000 aia-2000 control unit 6. System operation: 6.4 entering parameter settings procedures for entering required parameter settings are described below. Once registered, parameter settings rarely need modification. Refer to the sections listed below if parameter setting is required. If not, continue to the next section. Chapter 7: 7.2 registering qc materials. Chapter 8: 8.1 utilities - specifications tab. Chapter 8: 8.2 utilities - test file tab. Chapter 8: 8.3 utilities - reference range tab. Chapter 8: 8.4 utilities - flags and rules tab. Chapter 8: 8.6 changing operators. The cause of the incorrect patient results with incorrect settings in the test files could not be determined. The customer could not confirm how or when the settings were changed with the aia-2000 instrument.

Event description:
On (B)(6) 2018 a customer stated that patient results for prostate specific antigen (psa) had been reported with <.1 instead of <0.05 decimal place on the aia-2000 instrument. The customer reported correcting the decimal places and entered correct assay range low value for psa. The customer checked the test files for all other assays being run on the aia-2000 instrument; the thyroid stimulating hormone (tsh) sensitivity was also set too low; therefore, it was also corrected. The vitamin d assay range was set too high as well. The customer was unable to view saved databases of patient results; when trying to view the customer was prompted to enter a password for microsoft office. The customer was experiencing the same issue when trying to view backups from novaback up software. The customer was unable to see all patient results due to not being able to open the files. A field service engineer was dispatched to further investigate the reported event.

Manufacturer narrative:
H.11 corrected data: 1) f.9. Approximate age of device. 2) under h.10 device installed date is incorrectly listed as (B)(6) 2017. The correct installed date is (B)(6) 2017. Additional information: this report is associated to the four (4) other reports listed below: uf/importer report #: 3005529799-2018-00050 / MFR report #: (B)(4). Uf/importer report #: 3005529799-2018-00062 / MFR report #: (B)(4). Uf/importer report #: 3005529799-2018-00063 / MFR report #: (B)(4). Uf/importer report #: 3005529799-2018-00064 / MFR report #: (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a.